Manufacturer narrative:
The pump failed the displacement test, followed by a motor error alarm during the rewind and a motor position encoder error alarm in the history file due to an out of phase motor encoder signal. Unable to perform the functional testing, including the self test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the motor error alarms. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor error alarm. The customer also received motor position encoder error alarm. The customer's blood glucose level was 172mg/dl. The customer states the pump was exposed to magnetic field. The customer was advised the pump would be replaced and returned for analysis.